Event description:
The account alleged that the brake steer pedal is broken off and the brakes will not hold on the foot end of the bed. No patient impact.

Manufacturer narrative:
The account replaced the hex rod and re-installed the brake steer pedal to resolve the issue.